Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the customer's reported problem was able to be duplicated. It was noted that shorted front piezo was the cause of the reported issue. Service replaced the front piezo to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had no audio. There was no patient involvement in this event. No adverse effects were reported.